Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the oxygen (o2) hose deteriorated and past the expiration date. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The v60 user manual warns the users against the use of worn oxygen hose. The customer will order a replacement o2 hose. Repair of the device is currently pending.

Manufacturer narrative:
A service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer replaced the oxygen hose and performed functional and internal tests with positive results. The device passed the required performance verification tests per philips standard and was returned to service.